Manufacturer narrative:
Product information for the other 2 bottles of strips to be returned: contour test strips (50): 7080d, 7ec3c08. Man date: 05/2007; exp date: 05/2009. Contour test strips (50); 7080d, 7fc3c14, man date: 06-2007; exp date: 06-2009.

Event description:
The customer purchased 6 cartons of contour test strips. When he opened 3 of the cartons, he found the caps open on the bottles and some of the strips were loose inside the cartons. The customer had not used any of the strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.